Manufacturer narrative:
Insulin pump received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that whole battery compartment cracked off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.